Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00495. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil into the target vessel using a lantern delivery microcatheter (lantern) and attempted to detach it using a handle; however, the ruby coil failed to detach. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same handle. There was no report of an adverse effect to the patient.